Event description:
Details of the complaint is reported as follows: "the dressing sticks to the bottom and cloth. The dressing rolls; difficulty in removing the dressing, it went into small pieces" it is further reported that the dressing was discontinued, and a dressing from another manufacturer/laboratory was then applied.

Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received. A detailed batch review of lot the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Device manufacture date updated. Conclusion code was previously reported in error and was previously omitted on initial MFR #:1049092-2014-00287. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: two (2) patients were affected; therefore a separate FDA for 3500a has been generated to address the other case reported under patient identifier#: (B)(6). Reported to the FDA on (B)(4) 2014.